Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer a 40100 fault on universal surgical manipulator (usm) arm 3. The customer power cycled the system; however, the issue persisted. The customer had difficulty lowering the boom; therefore, the customer power cycled the patient side cart (psc) with arm 3 clutch button pressed to disable the arm and lower the boom. The procedure was converted to another dv system due to errors on the arm with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.